Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference#: (B)(4).

Event description:
A site reported to rxsight that a light adjustable lens (lal, (B)(6), +23.5d) was implanted in the left eye on (B)(6) 2025. No light treatments were performed before the patient returned to the clinic on (B)(6) 2026 complaining of blurry vision. Examination revealed central iol distortion after reported tanning bed use. The lal was subsequently explanted on (B)(6) 2026 and a new lal (sn: (B)(6), +24.0d) was implanted as a replacement.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected information to section d6a. Manufacturer reference #: (B)(4).